Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 investigation findings: c22 - photo review. H3 investigation summary: this is an analysis of a photo submitted to ethicon for evaluation. During the visual analysis the following was observed: the picture shows a package labeled as (B)(4) , no labeling problems were found on the product. As part of ethicon's quality process, all devices are manufactured, inspected and released to approved specifications. Additional monitoring of complaint information for potential safety signals is conducted through complaint trends as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. Prior to use, it was noted that the dimensions printed on the package were wrong, and it should be "6mm*3mm*1mm" instead of "6mm*3mm*1.5mm". There was no illustration of the "pledget" in the product pattern area of package (it's only needle there without the pledget). The customer is confused whether there's pledget with this product code, as he compared it with other product codes, where there is illustration of the "pledget" in the package. There were no adverse patient consequences reported.